Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of the peritonitis is unknown. On an unreported date, the patient was treated with injection vancomycin (one gram, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized. Peritoneal dialysis therapy was ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).